Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but not been received for investigation.

Event description:
At an annual visit to the clinic, in-situ measurements showed all channels with high impedances or involved in short circuits. The contralateral side implant is not affected. There is no known trauma or accident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At an annual visit to the clinic, in situ measurements showed all channels with high impedances or involved in short circuits. The contralateral side implant is not effected. There is no known trauma or accident.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During an annual visit to the clinic, in situ measurements for the left side device showed multiple channels with high impedances or involved in short circuits. The contralateral side implant is not affected. There is no known trauma or accident. Patient has been re-implanted on (B)(6) 2016.